Manufacturer narrative:
B3- pp needs to be unchecked. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the lead was explanted and replaced, thereby restoring effective therapy. Patient experienced a fall leading to high impedances

Event description:
It was reported patient experienced ineffective coverage and diagnostics indicated one lead was exhibiting high impedances and unable to be placed in MRI mode. As such, surgical intervention maybe pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed.additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142358.